Event description:
It was reported that a user contacted support about a low blood glucose event, and review showed a single brief low value of 69 mg/dl lasting less than five minutes while using the ilet system; the user recognized no further action was needed after discussion, and troubleshooting and education were completed. Symptoms included transient hypoglycemia. Outcomes included no medical intervention beyond oral glucose and no interruption to daily activities. Investigation included technical support review and user counseling. Investigation of this case revealed no device alerts or alarms and no reproducible device malfunction. It was concluded that the hypoglycemic event had an unclear cause with no evidence of device failure and that user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.